Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 006) issue. It was reported that the ant icon appeared in place of cgm readings were displayed for less than three hours [while the cgm was in range]. The reporter stated that there was a blood glucose (bg) of 62mg/dl with cognitive impairment and irritability. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This complaint is being reported because the patient experienced a bg excursion due to a cgm issue.